Manufacturer narrative:
Internal tubing of the device contained discoloration indicating possible contamination. The device was then tested, and cfu counts did not meet the acceptance criteria. The device went through an internal water pathway replacement and afterwards, according to lab results, the cfu count met the acceptance criteria. The device was inspected and is fully functional.

Event description:
The unit requires an iwpr, which was approved by the director of epidemiology.